Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that during the changeout procedure the patient lost pacing with the chronic and new implantable cardioverter defibrillators (ICD) because neither device was in asynchronous mode during the procedure. It was noted that the patient was dependent on atrial pacing. The patient experienced no symptoms due to loss of pacing. The chronic device was explanted and replaced due to normal elective replacement indicator (eri). The new device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.